Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inputted too many carbs and did not double check the bolus amount before delivering a bolus. The customer's blood glucose (bg) level dropped to 17-29 (mg/dl) as a result. Paramedics gave the customer a glucose shot and fluids with glucose intravenously. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.